Event description:
The customer's nurse stated, that his blood glucose readings had been higher than usual. She performed control tests while troubleshooting and received 2 results of 200 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.